Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated that their blood glucose was in the 500 mg/dl to 500 mg/dl range and also went low to 46 mg/dl. The customer indicated that insulin spilled out of a couple of the reservoirs. Troubleshooting could not be performed as the customer stated that she had to get off of the phone.